Manufacturer narrative:
Upon review of the information received on 8/19/2013, it was determined that synthes is not the legal manufacture of the complained device; therefore, synthes is retracting med watch report number (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a c6-7 anterior cervical discectomy and fusion (acdf) on (B)(6) 2013, reportedly the spacer broke as the surgeon was using the impactor to set the spacer deeper. The spacer was removed and replaced. Less than fifteen minutes was added to the procedure due to this event. This report is for an unknown spacer. This is 1 of 1 report for complaint (B)(4).